Manufacturer narrative:
The lot number was first reported as being unknown. On (B)(4) 2011, the customer indicated that the lot involved was #1019943. There were no samples available for investigation. A complaint history check was performed and this is the first complaint received for the lot number provided. Twenty-five (25) retains of this lot were visually inspected. There were no observations during this inspection. An additional one thousand, (B)(4) units were tested for hub cannula integrity. None (0) of those units tested exhibited the reported condition. A corrective and preventative action (CAPA) has been opened to thoroughly address this issue. Regulatory compliance will continue to closely monitor this condition.

Event description:
The customer reported that after a blood draw was completed, the health care worker activated the push button. The needle did not retract but came out of the hub and stayed in the pt's arm. No medical or surgical intervention was reported.